Event description:
Patient developed leg swelling two days after her third prosorba treatment. She was admitted to the hospital two days later and diagnosed with dvt in leg. She was anticoagulated and discharged on coumadin. The patient is obese, has poor mobility and was taking evista (hormone replacement therapy).

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship. Thrombosis is listed in the prosorba package insert as a possible side effect and this patient had several risk factors for thrombosis including: obesity, immobility and hormone replacement therapy.